Manufacturer narrative:
Device evaluation: result of investigation: based on the information provided by the customer, the 26046ba hopkins telescope 30°, 5 mm was connected to a 495ncsc fiberglass light cable, 250cm, ø4.8mm, and connected to a tl400 power led rubina light source. To be able to trace the error conditions at the customer a test setup was made as follows: a: 26046ba + 495ncsc cable + tl400 power led rubina manual mode 100% light output. B: 26046ba + 495ncsc cable + tl400 power led rubina automatic mode (automatic adjustment of light output). Result of the test setup: a: after 15min. The 26046ba hopkins telescope 30°, 5 mm was very hot around the base body. B: no increased temperature after 15 min. After 30 min. Minimal heating around the base body. During the investigation, no further significant damage to the 26046ba hopkins telescope 30°, 5 mm was found that could be held responsible for the increased heat build-up. Damage identified by the service evaluation: shaft bent, color ring missing, shaft scratched. Conclusion: based on the results of tests a and b it is assumed that the heat build-up observed was caused by the light source used by the customer being set to a high light intensity. In the corresponding IFU 513bnp_en_v2.0_IFU_FDA 09/2023 for product 26046ba, sections 3.4 hot components and 3.5 high light intensity, it is pointed out that the light output should be selected to ensure optimal illumination. And that the high level of light intensity produced by the light source may cause the distal end, the light connections, and adjacent components to heat up. This can cause burns to patients, users and third parties. The general condition of the 26046ba hopkins telescope 30°, 5 mm can be assessed as good, there was no damage or malfunction detected that could be responsible for an increased heat generation. The hopkins telescope 30°, 5 mm, 29 cm is operating according to the currently valid specifications. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during the procedure, the scope caused a drape burn on the patient and was very hot to the touch. No injury to the patient did not burn the patient. No harm to patient, user or third reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on nov 12, 2024. The evaluation is anticipated, but not yet begun, should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Additional information in section b5. This event is filed under internal complaint ID (B)(4).

Event description:
Additional information: lap gyn procedure was completed and did not cause any patient injury.